Event description:
Revision surgery - due to the patient's shoulder continuing to drain the surgeon decided to replace the cement spacer with a new one.

Manufacturer narrative:
The reason for this revision surgery was to replace a cement spacer after 34 days in-vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with this product.a review of the product complaint report history showed this is the second complaint against this lot number. The root cause for the surgeon replacing the cement spacer was the shoulder continuing to drain. No other conditions relating to this event could be determined with confidene and this event is deemed to be non-product related. There is no indications of a product or process issue affecting implant safety or effectiveness.